Event description:
It was reported that the ilet user experienced a high continuous glucose monitor reading of 284 mg/dl after consuming more carbohydrates than usual, and the user inquired about disconnecting during a shower with acknowledgement that no correction would be delivered while disconnected. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified related to announcing an incorrect size meal in relation to actual carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.